Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery of tibia and talus. Upon review of the scans it was noted that the alignment of the implants is acceptable, but they are loose.

Manufacturer narrative:
The reported event could be confirmed, based on available medical records and medical experts¿ assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, and he opined that- ¿the device has been used as intended. Loosening is usually a problem of the respective patient as it is directly associated with the blood flow in the limb. Here the problems may also be associated with the positioning of the implant. In addition to it, the tibial component (and thus slightly also the talar one) are located pretty far anteriorly and laterally. This could-in addition to the patient related event- also be the cause of a surgical mistake (or at least it can be partially surgery related).¿ based on investigation, the root cause was attributed to both user and patient-related issue. However, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery of tibia and talus. Upon review of the scans it was noted that the alignment of the implants is acceptable, but they are loose.